Event description:
Tufts of cotton pull off tampon and get left behind [foreign body in reproductive tract] uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable vagina - tampon [medical device site discomfort]. Painful vagina [vulvovaginal pain]. Painful vagina - tampon [medical device site pain]. Applicator come apart - little tufts of cotton pull off [device breakage]. Painful to take out tampon [complication of device removal]. Case description: consumer reported via rr that the tampon applicators came apart during use. No serious injury was reported.